Manufacturer narrative:
It was reported that patient required laryngoscopy to retrieve green foam that fell from suction swab while patient was receiving oral care. Per report, the nurse and respiratory therapist who was giving oral care to the patient did not encounter any difficulties with the patient since the patient did not bite down on the green foam at the tip of the suction swab. It was not identified whether patient was intubated or whether an artificial airway was in place at the time of the incident. It was reported that the patient required laryngoscopy to visualize and successfully retrieve the detached green foam from the suction swab. The patient is reportedly doing well and is stable at this time. Due to the reported required medical intervention, this medwatch is being filed. The sample was not returned for evaluation. A root cause could not be identified at this time. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that patient required laryngoscopy to retrieve green foam that fell from suction swab.